Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of a delta xtend due to dislocation and instability. The primary surgery was done about 8 weeks ago. During a physio rehab session the patient dislocated. The surgeon was able to reduce the should once the patient was asleep but we still proceeded with the plan to revise. Only the 42+3 hmo cup 1307-42-003 and 145 epiphysis 1307-20113 were explanted so the construct could be converted to a 155 epi and 42+6 retentive cup. The surgeon stated that the reason for revision was not due to any implant failure, rather the choice of implants that were used. Surgeon stated he should have done a 155 in the first place with a standard or retentive cup. The patient was also quite a big build, so the weight of his arm might have given him a false sense of stability.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. All available photo evidence were reviewed. And an implant dislocation cannot be established with the evidence provided. Based on the information, neither a defect or malfunction can be determined, which could be attributed to the reported event. Therefore, the allegation is not confirmed. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added d6: (explant date).